Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned for analysis. Electrical testing, visual inspection and x-ray examination lead did not find any anomalies except for procedural damage.

Event description:
Related manufacture reference number: 2017865-2023-95322. It was reported that the patient's atrial lead and right ventricular lead exhibited noise. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.